Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed noise artefacts on the rv channel which led to vf detection as reported in the complaint description. Furthermore the sensing amplitude had decreased between the (B)(6) 2017 and the (B)(6) 2018 from initially 11.4 mv to 2.5 mv. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implant time of approximately 62 months it was reported that several right ventricular episodes of oversensing were noted. The oversensing reportedly could be induced by pressing right below the implanted generator housing. All therapies were switched off. The device remains implanted and there were no adverse patient events reported.